Manufacturer narrative:
Bayer radiology product analysis received and examined the returned syringe assembly and identified the presence of a white plastic particulate of unknown origin in the fluid path. The particle was detected in the barrel of the syringe and measured approximately 3.7mm in length. Our investigation determined that the particulate noted in the syringe was likely introduced during the component manufacturing or assembly process. (B)(4).

Event description:
The customer reported the following: after opening the solaris mr disposable kit and upon inspection, they saw a foreign body within the syringe barrel. The customer elected not to use the disposable kit. No injury or adverse event was reported.